Event description:
It has been reported to philips that the allura xper fd10/10 system did not start and was indicating a "system starting 0:00." The complaint device was not in clinical use at the time of the event and no harm has been reported. Philips has started an investigation of the complaint.